Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and magnetic sensor functional test of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the pebax was broken leaving internal parts exposed. When the device was connected to the carto 3 system, it was recognized correctly; however, error 106 was displayed due to an open circuit in the tip area. Further investigation indicated that the damage to the pebax was likely a result of improper alignment of the components, which led to a short circuit that increased the temperature and caused the damage. A manufacturing record evaluation was performed for the finished device 31280165l number, and no internal actions related to the reported complaint condition were identified. The magnetic issue reported by the customer was confirmed. The potential cause of error 106 and the damage on pebax are related to the manufacturing process of the device. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. All devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address the force issue and force sensor sleeve insolation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a broken pebax with internal parts exposed. Initially, it was reported that a magnetic distortion error (code unknown) appeared on the carto 3 system while using the qdot micro catheter. The interface cable was exchanged without resolution. When the catheter was exchanged, the error resolved, and the case continued. No adverse patient consequence was reported. The magnetic sensor error was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 31-jan-2025, a broken pebax was observed. This was assessed as MDR reportable with an awareness date of 31-jan-2025.